Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event(s) was/were identified which occurred in the therapy initiated on (B)(6) 2011 23:15:03. During night drain cycle 5, the patient's ultrafiltration reading was 2134ml, indicating the home patient (hp) drained 1819ml more than their maximum programmed fill volume of 2100ml. This information meets iipv criteria.

Manufacturer narrative:
(B)(4). Additional information: evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. An iipv event was not confirmed. The actual drain volume for cycle 5 of therapy beginning on (B)(6) 2011 was 3271ml, which does not meet iipv criteria for a largest prescribed fill of 2100. If any additional information is received, a follow-up will be sent.